Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that after passing the lesion, the device was dilated but it could not be pressurized and reverse bleeding was observed in the indeflator circuit, so it was determined that rupture of the balloon portion in pinhole form had occurred upon first inflation. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure.